Event description:
It was reported that the patient developed an infection at the pocket site. The patient underwent an implantable pulse generator (ipg) system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 20241from date manufacturer was made aware. Block d6b: explant date: 2021.